Event description:
Journal reference: peter km, carey jm, konstand db. Sacral neuromodulation of the treatment of refractory interstitial cystitis: outcomes based on technique. Int urgynecol j pelvic floor dysfunct. 2003; 14(4): 223-2328; discussion 228. Pts with refractory interstitial cystitis (ic) underwent testing with sacral nerve modulation via either a traditional percutaneous approach or staged procedure. Implanted pts were followed with scaled questionnaires and voiding diaries. Reportable event: one pt who underwent implantation after a traditional test, required revision of the generator pocket. See mfg report# 2182207200807783.

Manufacturer narrative:
.